Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On "2025-ju" information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were having difficulty connecting the recharger to the ins and having difficulty charging the ins. They mentioned getting an error "no device found". The agent had the patient locate the implant using their finger and had the patient do a recharging session but the recharger was unable to connect with the ins. They confirmed that they had no recent fall or trauma and probably gains 2-3 pounds since implant. After some troubleshooting they were able to successfully connect. They confirmed the ins battery was at 100% however patient had just the turned the therapy back on at that time. They were unsure whether they had the therapy off since the last time they've charged it. They also mentioned heating on the recharger contact points. The agent reviewed information to put a thin piece of clothing between the recharger and skin. They will monitor the recharger and call back if issue persist.